Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 3 devices were received. 7 device investigation types have not yet been determined. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 11 reported events are included in this follow-up record. Product return status: 4 devices were received. 6 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 11 malfunction events in which the device reportedly had a decrease in pressure. - 1 event had no patient involvement; no patient impact. - 9 events had patient involvement; no patient impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 11 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 12 reported events are included in this follow-up record. Product return status: 6 devices were received. 6 devices were not available for evaluation.

Event description:
This report summarizes 12 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.